Event description:
It was reported that the device was used during a reservoir anal anastomosis. It was reported by the rep that during the procedure, the surgeon placed the anvil of the tl30 stapler around the distal rectum. As the surgeon was turning the gray closure knob and closing the jaws around the tissue, a loud squeaking noise was heard and resistance in the closure knob. Sensing something was not right, he removed the stapler and did not fire it. He then fired the tx30b in the same place (distal rectum) where he originally had the tb30, and after releasing the stapler noticed the staples had fired, but not closed and/or completely formed around the tissue. The surgeon then completed the case by hand sewn anastomosis. There was no consequence to the pt.